Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose issues on (B)(6) 2016 with unknown blood glucose levels at the time of the incident. The customer was at 169 mg/dl at the time of the call. The customer crashed the car due to low blood glucose after his wife passed away. The customer experienced symptoms such as confusion and going into a coma. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as this was a past incident the customer has been in and out of the hospital 30 times in the last year and a half, and has had 9 heart attacks. Customer is using insulin pens currently as they lost their serter. The insulin pump will not be returned for analysis.